Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and patient was in good condition post-procedure.